Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular inclusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse, into the jaw area (off label use of device). Two syringes were used. Radiesse was diluted with 2-3 ml of sculptra (product preparation issue). After the radiesse injection, the patient experienced a vascular inclusion (as reported). The outcome of the event was unknown.